Event description:
It was reported that during the implant procedure there was difficulty inserting the atrial lead. Under fluoroscopy it was observed that the atrial lead had perforated the chest cavity. The patient was transferred to a different facility and the perforation was confirmed. The tip of the atrial lead was cut and the lead was extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: sesr01 ipg implanted: 2014-(B)(6). (B)(4)